Event description:
It was reported that prior to the first treatment session for a breast brachytherapy procedure, measurements were taken and a variance in the lumen lengths were noted: lumen 2 and 4 were 5mm shorter than expected. The balloon was removed and replaced, and the treatment plan was continued. There was no pt injury reported.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The device has been returned and the investigation is currently underway.